Manufacturer narrative:
Update from doctor states that the valve will remain in patient and act as a valveless glaucoma drainage device; therefore, it will not be available for evaluation. Patient suffered from hyphema and required 3 treatments in clinic to maintain pressure. After the third treatment, the patient's pressure stabilized.

Event description:
Postoperative over-filtration of tube shunt resulted in shallow anterior chamber.

Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The device has not been returned for evaluation.

Event description:
Postoperative over-filtration of tube shunt resulted in shallow anterior chamber and need for reforming anterior chamber with viscoelastic three times postoperatively; also resulted in extended presence of choroidal effusion.